Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set air was in the line and flow issues occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the filter is the problem because there is so much air getting trapped, and they have to use the roller clamp up and down to milk the fluid to prime through the remaining tubing. Verbatim: the pump is beeping occlusion. The filter may be the problem because there is so much air getting trapped, and they have to use the roller clamp up and down to milk the fluid to prime the remaining tubing.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set air was in the line and flow issues occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the filter is the problem because there is so much air getting trapped, and they have to use the roller clamp up and down to milk the fluid to prime through the remaining tubing. Verbatim: the pump is beeping occlusion. The filter may be the problem because there is so much air getting trapped, and they have to use the roller clamp up and down to milk the fluid to prime the remaining tubing.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the filter is the problem because there is so much air getting trapped, and they have to use the roller clamp up and down to milk the fluid to prime through the remaining tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 22055926 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10